Event description:
Facility technician reported that he noticed a burning small (like electrical wire burning) in the tech. Service area. He could not find the source of the burning smell so he left the room to ask for another technician's help. When he came back, he saw smoke coming from the top of the granuflo mixer where the motor is located. The device was in the dissolution mode at the point of adding the granules. He fanned the top of the mixer in an effort to eliminate the smoke. In so doing, flames about one foot high appeared. He was able to extinguish the flames with water. Contact does not know how the old device is, but he said that it is at least five years old. They use the mixer 2-3 times a day. There was no serious injury.

Manufacturer narrative:
Device history file indicates that the device is >10 years old. Device investigation is still in process. A supplemental report will be submitted once device investigation is completed. (B)(4).